Event description:
This is a resubmission of MDR 1825014-2017-00008 wellspan health beach chair. Original MDR submission was not submitted correctly and submitter is no longer employed with skytron. This is in response to mw5073101 submitted by wellspan health. The original details are below: "pt scheduled for arthroscopic irrigation and debridement left shoulder. In operation room, pt was put in beach chair position with arthrex beach chair attachment with his head in head holder. Blood pressure dropped. Skytron operating room table was moved to the trendelenburg position and blood pressure was treated. After blood pressure increased, attempt was made to level bed so pt could be positioned for surgery. During leveling process the beach chair attachment of the operating room table became detached from the main portion of the operating ream table while the patient was attached to it. The staff in the room were able to immediately support the pt's upper body when this occurred. Precautions were immediately implemented and testing was completed to ensure pt was not injured. After the testing confirmed that pt was not injured and that it was safe to proceed, the shoulder surgery was completed the same day. Root cause analysis completed." The arthrex beach chair accessory is not developed or distributed by skytron. This is a third party accessory that has not been tested by skytron tor use with skytron tables. Skytron has reached out to the facility to inform them that skytron is not the manufacturer/distributor of the device. Additionally skytron has requested additional details regarding the model and serial number of the table involved.